Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was returned to the manufacturer after being explanted when the patient died from natural causes. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.